Manufacturer narrative:
Follow-up #1: additional information - 08/28/2017: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event as a result of the defective monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Follow-up #1: 08/28/2017: the us distributor also returned the patient's monitor and reported that the patient was receiving frequent check belt messages. A us distributor contacted zoll to report that a patient developed a fungal infection. Follow up indicated that the patient's nurse practioner recommended the use of itching powder and the area healed.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection. Follow up indicated that the patient's nurse practioner recommended the use of itching powder and the area healed.